Event description:
See intial report.

Manufacturer narrative:
The customer put the failing clamp out of service using the spare part on the s5. Complaints database review pointed out that no further similar issues have been submitted for this unit since its installation in 2009. Taking into account the manufacturing year of the claimed unit, the wearing of its electro-mechanical parts, which can be originated by the specific use condition at customer site, may have contributed to the event. There is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland has received a report that an electronic venous occluder (evo) returned the angle_error faulty encoder (error 1538) during set-up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The sn and catalogue numbers of the involved evo were not provided. Therefore, UDI is unknown. The sn and catalogue numbers of the involved evo were not provided. Therefore, mfg date is unknown. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.